Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with an unknown mentor textured saline prosthesis experienced baker grade iii capsular contracture and an autoimmune diagnosis post procedure. The patient was diagnosed with fibromyalgia and had associated fatigue. As a result, an explant was performed on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune diagnosis, capsular contracture. Manufacturer¿s reference number: (B)(4).